Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 50 mg/dl, while sensor glucose level was 80 mg/dl then after some time sensor glucose level was 59 mg/dl and blood glucose level was 87 mg/dl. Customer also mentioned that they had put in sensor and there was blood. Offered troubleshooting for sensor glucose versus blood glucose and the blood and sensor updating but customer declined. The devices will not be returned for analysis.